Manufacturer narrative:
Date of event not provided by the complainant. Product name unknown; product unspecified. Product common name unknown; product unspecified. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. The 510(k) unknown; product unspecified.

Event description:
The patient was reportedly implanted with an ethicon prolift on (B)(6) 2008, at (B)(6). The patient was reportedly implanted with an unspecified cook surgisis product on (B)(6) 2015, at (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.